Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the restorelle y smartmesh implanted for pelvic organ prolapse during laparoscopic sacropoplexy eroded into the vagina. A day procedure was carried out to remove the extruding mesh. The patient experienced recent vaginal bleeding and ongoing bowel problems and is currently under medical investigation and having tests. Possibly further surgery will be needed. Pain was reported.